Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional information received indicates the device exhibited calcification.(B)(4)

Event description:
In this case a 23mm bioprosthetic aortic valve, implanted approximately one (1) year and ten (10) months, was explanted due to severe aortic stenosis. Patient's recovery was complicated by coagulopathy and bleeding related to medical reasons. Coagulopathy was corrected and patient discharged in hemodynamically stable condition.